Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation and deflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that patient had his inflatable penile prosthesis (ipp) implanted in 2019 by another physician. The patient told the current physician that the device never really worked, it would not inflate or deflate. A revision surgery was performed and the physician found that the right cylinder was not in corpora. All components were removed and replaced. There were no patient complications.